Event description:
At 3:15pm, respiratory therapist observed pt to have increased minute volumes on the ventilator. Pt did not complain of distress. Therapist checked the pneumotach screen on the vent. Filter was checked and was not found to be blocked. Filter was changed. Upon inspection after removal of the filter from the vent, it was noted that there was increased resistance when air was passed through the filter. Vent alarms did not sound. When the pneumotach screen was inspected, tiny white particles were observed on the screen. Question whether albuterol nebulizer created a "foaming action" which interfered with the functioning of the ventilator circuit.